Manufacturer narrative:
(B)(4). Correction: device available for evaluation. Evaluation summary: the device was returned for analysis. The reported partial clip movement and the difficult to open the clip could not be replicated in a testing environment as the mitraclip delivery system(cds) was returned without the clip. The reported difficult to remove the gripper line could not be confirmed as during returned device analysis, the line was able to be removed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definite cause for the reported difficult to open the clip difficult to remove the gripper line could not be determined. The reported partial clip movement appears to be related to procedural circumstances (operational context) as the clip was noted to have moved after the gripper line was removed. The reported mitral valve injury (tissue damage) was likely related to the reported partial clip movement. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the gripper line, clip movement and leaflet tear. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted successfully in a2/p2. The second clip delivery system (cds) was advanced to the mitral valve; however, the clip did not open. Troubleshooting steps were performed and the clip opened. The leaflets were grasped and deployment steps were started. The gripper line began to be removed, but after approximately 15 cm, resistance was noted. The gripper line continued to be pulled slowly and carefully. After the gripper line was removed, it was noted that the clip had moved and the posterior leaflet was torn. The mr had increased to 3. A third clip was implanted stabilizing the second clip, and reducing the mr to 2. No additional information was provided.